Event description:
It was reported that a malfunction occurred with the pump, causing the customer's blood glucose level to exceed a high threshold, although a specific value was not provided. The customer addressed the high blood glucose level with a correction injection via multiple daily injections and did not require third-party assistance. Technical support guided the customer through resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.